Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "5fr dual PICC that had to be replaced. After flushing the ports one of them instead of being clear from flush will have blood or air in it. We made sure it was not the caps we put on the end."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "5fr dual PICC that had to be replaced. After flushing the ports one of them instead of being clear from flush will have blood or air in it. We made sure it was not the caps we put on the end."